Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd¿ insulin syringe with the bd ultra-fine¿ needle the consumer could not push plunger down and also thinks the syringe is warped.